Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was being caused by the 12 volt batteries and charger 1 board being faulty. All of the 12 volt batteries and the charger 1 board were replaced. The replaced parts were not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that after unplugging the system the x-ray batteries were dropping one bar every few seconds. The imaging system lost driving capability. After the system was plugged back the batteries showed that they were charging. No patient was present during the time of the reported incident.

Manufacturer narrative:
The suspect charger 1 was returned to the manufacturer for evaluation. Testing found that the output from one channel was zero volts, indicating an electrical based failure mode.